Event description:
It was reported that during a da vinci-assisted surgical procedure, the welded part of the curved cannula would rotate and was observed to be not fixed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. No fragment fell into the patient. The instrument was in use for 10~15 minutes. The surgeon noticed that an instrument went in another direction, so the surgical staff removed the instrument and then found the cannula was not fixed and had rotated. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was not removed during the procedure. The wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or instrument after the event occurred. The procedure was completed robotically and with no patient injury or harm. The patient did not return to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved cannula accessory associated with this complaint and completed investigations. Visual inspection displayed no signs of physical damage. The accessory was placed on an in-house system. The accessory passed the recognition and engagement tests. The accessory attached to and removed from the arm without any issues. The cannula was compared to an in-house curved cannula, and both spun freely at the welded part. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.